Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv 5 device ruptured after filling but before being connected to a patient. The device was filled with dextrose 5% at the time of the rupture. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of an infusor lv 5 device with a ruptured reservoir was confirmed during product evaluation. This device is a single use device and will not be repaired. This issue is currently being investigated under CAPA# (B)(4).